Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported when they had a little pain in the lower part of their back, they would use a massager that had heating pad in it. Patient said they had been using the massager for a while, and a couple weeks ago, they started to use it and after a while it started to burn their back. Agent asked, patient confirmed the implanted battery felt like it was burning them, and they had to take the heating pad/massager off. Agent advised they should probably stop using the heating pad element if they were experiencing burning sensations, or at least limit the amount of time they use the heating pad. Patient said they were going to try using it with a towel over the pad. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.